Manufacturer narrative:
(B)(4). Information was not provided by contact. The device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. A photograph of the tissue donut was received. A potential cause may have been the inadvertent capture of tissue between the anvil and the staple housing during closing. This ultimately produced a tissue thickness imbalance creating a non pneumo-static anastomotic seal.

Event description:
It was reported that during an open colostomy reversal and parastomal hernia repair procedure, after the colorectal anastomosis was done, a leak test was performed by filling the abdomen with saline and inflating the rectum with oxygen (1l/min). Bubbles were seen, and a leak was detected. Location of the leak was unknown. During inspection of the anastomotic rings (donuts), the donut from the rectal stump was complete, but had a "flap" of mucosa attached with a large hole. The purse string donut was complete. A handsewn purse string was performed. The surgeon decided to attempt to fix the leak by resecting the leaking staple line, and doing another anastomosis. The patient was given an ileostomy due to the colorectal leak.